Manufacturer narrative:
This event was previously component reported under manufacturer's report # 6000153-2016-00502 and # 6000153-2016-00498; however, as medtronic now system reports these events, this report has been created. Any new information received regarding this event will be system reported under this report. Concomitant medical products: product ID: 3387-28, lot#: 0204600790, implanted: (B)(6) 2011, product type: lead. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015, the patient experienced an electric shock sensation, which had been happening for 1 month. Patient turned stimulation off on (B)(6) 2015, the device was interrogated and was reprogrammed on (B)(6) 2015. Device data was transmitted/uploaded. The surgeon changed leads contact, the event was related to the device and not to programming. No surgical intervention was required or planned. The site assumed that the lead and/or extension had a breakage however, no interrogation was done to verify this and no examination was planned. The issue was resolved. The event was component related; related to lead 1 and extension 1. The event was non-serious, it had not resulted in a serious deterioration in the health of the patient. Patient¿s medical history included depression and multiple sclerosis. Additional information was received. The patient experienced unpleasant stimulation and painful feeling in the left neck and face dating back to (B)(6) 2015. Device interrogation on (B)(6) 2015, noted abnormal impedance increases and examination was abnormal. Imaging performed (B)(6) 2016, revealed no abnormalities. The device diagnosis was high impedance and thought to be probable lead contact dysfunction. Interventions included reprogramming and unscheduled clinic/office visit. Etiology was described as related to device/therapy, not related to procedure, and related to the right ventral intermediate nucleus of the thalamus (vim) lead. The event was resolved (B)(6) 2015. No further complications are anticipated. Refer to manufacturer report # 6000153-2016-00502 and # 6000153-2016-00498 for details pertaining to the reportable related event.